Event description:
During the procedure, the physician used a wilson-cook huibregtse needle knife to perform a sphincterotomy. When the device was withdrawn from the endoscope, the needle had detached and lodged in the ampulla. The detached portion was retrieved with biopsy forceps. An injury to the pt was not reported.